Manufacturer narrative:
The reported event was inconclusive. No physical sample was returned for evaluation; however, a photo was received. The material composition of matter inside the photo was unable to be determined due to the poor sample condition. A full investigation on functional testing could not be conducted due to no physical sample was received. How and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate the catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notify slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Warning: do not use ointments or lubricants having a petrolatum base. They will damage latex." (B)(4).

Event description:
It was reported that the catheter was blocked which caused a leak.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was blocked which caused a leak.